Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to elevated thresholds, and the right atrial (ra) lead was explanted due to high out-of-range pace impedance measurements greater than 3,000 ohms. Review of remote monitoring data showed no evidence of noise. Rv pacing thresholds were 3.4v @ 1.0ms and rv output was set to 4v @1ms, which resulted in the battery depleting faster than expected. The cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced due to normal battery depletion (nbd) during the same procedure. It was noted that the ra lead was not replaced and the new device was programmed to vvir because the patient was in chronic atrial fibrillation (af). No additional adverse patient effects were reported. Additional information received reported that during the revision procedure, pacing system analyzer (psa) testing was performed on the right atrial (ra) and right ventricular (rv) lead. Ra pace impedance measurements were greater than 3,000 ohms and rv thresholds were greater than 3.5v @ 1ms. No additional adverse patient effects were reported. The explanted products will not be returned as they were discarded by the explanting facility.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to elevated thresholds, and the right atrial (ra) lead was explanted due to high out-of-range pace impedance measurements greater than 3,000 ohms. Review of remote monitoring data showed no evidence of noise. Rv pacing thresholds were 3.4v @ 1.0ms and rv output was set to 4v @1ms, which resulted in the battery depleting faster than expected. The cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced due to normal battery depletion (nbd) during the same procedure. It was noted that the ra lead was not replaced and the new device was programmed to vvir because the patient was in chronic atrial fibrillation (af). No additional adverse patient effects were reported.